Manufacturer narrative:
Product event summary: the ventricular assist device (vad) driveline extension cable was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the driveline extension cable passed visual examination and functional testing. The driveline extension cable was able to connect properly at both ends with no electrical fault alarms logged during the pre-implant wet test. Review of log files was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed or replicated. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the driveline extension cable from performing as intended. Based on risk documentation, possible root causes of the reported event may be attributed to an improper connection of the driveline extension cable to the controller, an improper connection of the driveline extension cable to the driveline, or contamination in the connector(s). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical error occurred during the pre-implant wet test when a driveline extension cable was in use. The driveline extension cable was exchanged and the electrical error resolved. No patient complications have been reported as a result of this event.